Manufacturer narrative:
(B)(4). Evaluation in process.

Event description:
The account generated a depressed architect tsh result of 2.72 miu/l (lot 57945ui01) on a patient sample that repeated with the same result. The specimen was sent to a reference lab which generated tsh of 7.17 (no unit of measure provided) with an unknown method. Comparison testing performed for architect tsh testing at another reference lab generated 2.84 and 2.80 miu/ml (lot 57945ui00). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).